Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leakage from a bifuse extension set , which was discovered while assessing blood back up in one lumen of the patient's triple lumen central line. "Sedation gtts" were infusing via that lumen, and the patient was agitated although they had previously been well sedated. The fluids and IV sets were replaced. No medical intervention or lasting harm was reported.